Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: it is reported that ¿the surgeon found that it seemed air leak occurred at a part near the exit port on the reservoir¿. Was it confirmed that there was a cut or hole or some damage found on the reservoir through which air leaked? No additional information was available. Was case completed with a new reservoir? Yes, it was. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a cardiovascular procedure on (B)(6) 2018 and a reservoir was used. It was found that drainage could not be done properly during postoperative control in the ICU. The reservoir was swelled. The surgeon found that it seemed air leak occurred at a part near the exit port on the reservoir. The reservoir was replaced to another one. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 05/11/2018 sample was evaluated and no damage/broken components that could related to the defect reported by the customer could be observed. Sample was found in good condition. Plate was activated and de-activated several times without any issues. Therefore damage / broken component is ruled out. Reservoir didn¿t present any damage or tears on the front or the back side. Plate was activated, port closed and the swelled reservoir was pressed to verify if there could be any visible leak. No leak could be identified. Therefore tears in bag is ruled out. Perimeter and port seal was verified, it was confirmed sample didn¿t present any damage, channels or incomplete seal that could generate a leak on the sample. Plate was locked and ports were closed then plate was activated to verify if air could get inside the reservoir. After 10 minutes the reservoir maintained the same condition, confirming there is no damage on the perimeter or the port seal. Therefore, damage on seal is ruled out. Failure mode reported by customer as reservoir was swelled due to air leakage wasn¿t confirmed on sample received, based on the present analysis and sample evalatuion,the reported defect by the customer could not be duplicated/observed and is not related to manufacturing process. Other external causes could have affected the product integrity/functionality such as handling, non-proper usage or any other possible contributor out of the flex control.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 8/31/2020.